Event description:
According to the complaint received, mother of the end use was completing home irrigation. Mother was unable to remove air from the rectal catheter. She separated the bag from the catheter, but she was unable to remove it. Patient went to the hospital at which point the staff cut the catheter, located the connector, and removed the remaining portion from the rectum. Patient was reporting as doing well. Mother reported after the fact that she checked function of device prior to use and it was working. She stated that she normally pumps 4 times; however, she is unsure if she did it 5. She noted afterwards that the unit had expired in 01/2015.

Manufacturer narrative:
The manufacturing unit received 1 used device and tested it manually. The tubing was cut as indicated in the complaint. In order to perform testing, uncut tubing was used. The system worked well. Used catheter deflated after inflation. No deviation of conformity could be detected by testing the sample. A recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint. Complaints such as this is a known issue with this product line. The complaints are monitored closely for a forming trend and reported to management on a monthly basis. Production has been informed.